Event description:
The customer reported no picture on the screen involving an Olympus gastrointestinal videoscope. There was no patient injury reported.

Manufacturer narrative:
The device was returned to Olympus for inspection, and the reported failure was confirmed.A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause was likely due to a component failure.In addition, the following reportable malfunction was identified during the device evaluation: distortion of the image was likely due to defective plug unit and printed circuit board.Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.